Manufacturer narrative:
The reported complaint of difficulties pulling up and adjusting the lifeband was confirmed during the visual and functional inspection. The root cause of the problem was identified as the autopulse platform encoder driveshaft's inability to rotate smoothly due to a sticky clutch area. This issue led to the binding and resistance of the driveshaft. Visual inspection revealed a damaged front enclosure, unrelated to the reported complaint. The photo provided by the zoll service team showed a vertical crack in one of the screw fittings of the front enclosure. This observed physical damage is likely attributed to user mishandling. To address this, the front enclosure was replaced. The archive data review indicated user advisories (ua) 02 (compression tracking error), ua18 (max take-up revolution exceeded), and ua45 (not at "home" position after power-on/restart) around the reported event date. Although the customer did not report these advisories, it is most likely that they were caused by the sticky driveshaft issue. The autopulse platform passed the initial functional test without any faults or errors. The root cause of the sticky driveshaft was identified as sharp edges of the armature plate or burrs on the surface of the clutch rotor. While this issue did not render the platform non-functional, it did cause intermittent occurrences of the observed user advisories. To address the problem, the clutch plate was deburred. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that whenever they readjusted the patient on the autopulse platform (B)(6), it was very hard to fully pull up the lifeband, and they were unable to adjust it. The customer replaced the lifeband, powered off/on the platform, and reinserted the battery, but the issue persisted. The crew performed manual CPR. The customer stated that the reported issue caused multiple CPR pauses. The patient's status information was requested, but the customer did not provide a response. The reported problem was replicated on a manikin and with different lifebands.